Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported low speed events; however, a specific cause for the abnormal pump operation could not be conclusively determined during the analysis of the returned portion of the percutaneous lead (lead). The submitted log files captured several speed drops below the low speed limit and pump stoppages on (B)(6) 2017. All of these events occurred while the system controller was connected to a tethered power source, such as the power module and mobile power unit. Pump power elevations were also recorded during these events. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2017 and approximately 20 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact, even with manipulation of the lead. The outer silicone jacket was removed and minor breakdown of the metal braided shielding was observed at the terminus of the bend relief. The bionate cover and metal braided shielding were removed and examination of the underlying wires revealed kinks in the yellow, green, black, and brown wires at the terminus of the bend relief; however, there was no evidence of any breaches or damage to the wire insulation. Microscopic inspection and high potential testing of the returned portion of the lead did not identify any areas of compromised wire insulation. It was reported that the patient continued to have low speed and pump stoppage events following the distal end percutaneous lead (lead) replacement and was provided with an ungrounded patient cable for use with the power module. The patient remains ongoing on vad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 year, 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low speed events while connected to the mobile power unit (mpu). The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported events on (B)(6) 2017 , happening between 2030 and 2034, all while connected to the mpu. Per additional information provided by technical services representative on (B)(6) 2017, the submitted x-ray images did not show any obvious areas of concern externally or internally. On (B)(6) 2017, technical services was onsite for a percutaneous lead (driveline) repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if the alarms do not recur. On (B)(6) 2017, the patient went from wall power to battery power and the lvad system alarmed and the pump stopped for approximately 1 second. The yellow wrench light appeared. The patient had been sitting in bed and denied any symptoms. The patient was reported as symptomatic. A log file was reviewed by the technical service representative and low speed and pump stoppage events were confirmed on (B)(6) 2017. At bedside, the patient was started on a heparin drip, initiated at 14 units/kg/h. The patient was instructed to use the underground cable and to call if any alarms occurred. The spouse was at the bedside and updated on the situation.